Event description:
Additional information was received that the lead was explanted on (B)(6) 2025 and successfully replaced. The patient was stable.

Manufacturer narrative:
Correction: updating g3 awareness date to jun 23, 2025.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead, as received.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance. No intervention was reported. There were no patient consequences.